Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg (l1). Approximately 22.5 months post index procedure the patient had stenosis (85%) of the left femoral popliteal (l1) which was treated approximately 3 weeks later with non mdt pta and stenting. Patient recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.